Manufacturer narrative:
(B)(4). Results: the embolization coil was detached from its pusher assembly and the proximal constraint sphere was present on the proximal end of the embolization coil. The proximal constraint sphere was measured and was within specification. Conclusions: evaluation of the device revealed the embolization coil was detached from its pusher assembly. This type of damage was likely incidental as the report states they were able to retract the coil intact. The proximal constraint sphere was measured to be within specification and there was no visible damage to the embolization coil. The ruby coil, pod6 pusher assembly, introducer sheath, and non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. Since the pusher assembly and introducer sheath were not returned, the root cause of this complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00919.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and pod6's. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and subsequently, the ruby coil became stuck inside the microcatheter. Therefore, the microcatheter and the ruby coil were both removed together, intact, from the patient. The physician stated that he selected the wrong microcatheter for the ruby coil. He then proceeded to gain a second access site and placed a 4 french dilator as the access catheter. A non-penumbra high flow microcatheter was then advanced through the access catheter; however, the microcatheter became kinked from the dilator. While attempting to advance a pod6 through the microcatheter, the physician experienced resistance and had difficulty advancing through the kinked portion. Subsequently, the pod6 pusher assembly became bent and the pod6 was unable to advance any further. Therefore, the physician removed the microcatheter containing the pod6, intact, from the patient. The procedure was then completed using additional coils without further issues. There was no report of an adverse effect to the patient.